Event description:
Dealer alleges the chair suddenly stopped just front of railway crescent. Tried to free by clutch lever, but the chair did not move. Checked inside the gearbox, and the cogwheel had been broken. The piece of the cogwheel dropped to the bottom.